Event description:
The customer reported that both the monitor screens went blank and the attempt to reboot the system was unsuccessful. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The printed circuit board in the workstation was reseated and repositioned. The display adaptor cable was reconnected and the bios was reloaded. The system was tested and found to be working as intended and put back into service.